Manufacturer narrative:
The insulin pump was received with currents in specifications. It was unable to prime during the prime test due to faulty force sensor resistor. The excessive no delivery alarm tes could not be performed due to prime anomaly. No motor error alarm. The motor passed the motor test. It also had a scratched lcd window, cracked display window corners and cracked battery tube threads. The drive support disk was inspected and no anomaly was noted. No motor position encoder error alarm in the alarm history screen.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and no delivery alarm. The blood glucose at the time of the incident was 106 mg/dl. The alarm history showed multiple no delivery alarms and one motor error alarm. Troubleshooting was able to resolve the issue. The customer stated that the doctor advised to get the insulin pump replaced. The device was returned for analysis.